Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable for approximately a month and a half. The programmer would not communicate with the ipg. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective stimulation was restored post-operatively.